Event description:
It was reported that the permanent cautery spatula instrument was broken, however, the patient was not impacted. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one of the distal clevis "ears" and the conductor cap were missing. The ear was broken off at base and it appears that the breakage was most likely due to overloading of the tip with the wrist pitched. Engineering also observed the distal end of main tube has a section directly above the proximal clevis with material removed on one side. Based on the location and appearance, the damage was most likely caused by a cannula accessory and instrument collisions. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress and can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result...